Event description:
Patient presented to the physician with a speech impediment, swelling, and pain at the back of the tongue since the implant procedure. Physician prescribed pain medication and antibiotics.

Event description:
Patient presented back to the physician with continued speech impediment, swelling, and pain at the back of the tongue. Physician prescribed steroids.

Event description:
Patient presented back to the physician with continued speech issues. Physician brought the patient into the or and removed the entire inspire system.